Manufacturer narrative:
B3: date of event estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to advance and the reported difficult to remove; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported in a general comment that during use of the balance middleweight universal ii guide wire, when a balloon or stent delivery system (sds) is advanced along the guide wire, there is resistance after the third to fifth time. The resistance is due to the distal portion of the guide wire and it is not possible to advance the devices over the distal portion of the wire. The guide wire is removed with the balloon. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. It is possible that a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to advance and the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: d4 - catalog # updated from 1009664 to unk universal bmw ii d4 - lot # updated from 2072173 to unknown d4 - primary UDI number updated from ((B)(4)). D4: the UDI is not known as the part and lot number were not provided.